Event description:
The customer reported obtaining false erratic sodium (na), and chloride (cl) patient results generated with negative anion gap on their dxc 700 au ise clinical chemistry analyzer (pn b86444, sn (B)(6)). There was no report of injury, death, or delay/change in treatment or diagnosis associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) performed troubleshooting and confirmed malfunctioning buffer syringe. The fse replaced the buffer syringe and tubing to resolve the issue. The fse also proactively decontaminated the ion selective electrolyte (ise) system and filled up reference electrode solution. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).